Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Event occurred in (B)(6).

Event description:
It was reported that during the initial use of this device in a surgery, the anchor pulled out of the patient's bone. The surgeon used an alternative product to complete the surgery, but may have had to drill additional holes into the patient to do so, however this could not be confirmed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by visual inspection of the returned product. The returned product was visually conforming to print, and was bloodstained, indicating use. No op notes were received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.